Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The patient was hospitalized on (B)(6) 20255 after the dexcom app failed to alert him to critically low glucose levels. He lost consciousness and has no recollection of the events leading up to his hospitalization. His mother contacted emergency services, and upon arrival, emts performed a blood glucose measurement using a blood glucose meter (bgm), which showed a reading of less than 20 mg/dl. The patient does not recall the cgm reading prior to the event. The patient experienced a coma and remained hospitalized until (B)(6) 2025. According to the patient, the only medication he remembers receiving during his hospitalization was levetiracetam; he is not aware of any documented treatment specifically for hypoglycemia. At the time of the report, the patient stated that he was doing well. No data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 3/9/2026. Data was received and evaluated. Data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. However, data shows that on the alleged date of incident, (B)(6)2025, the lowest estimated glucose value was 110 mg/dl. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.